Event description:
It was reported to medtronic minimed that the customer reported the pump error 63 (hardware low level failures) alarm. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Mmt-1882 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit function properly upon battery installation. Unit was successfully downloaded using (thumb software). Proceeded with the following testing to assure proper functionality of the unit. Unit was able to perform the displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 63 alarm was found on 01/08/2026 18:19:40.000 to 01/13/2026 10:47:44.000, filenumber = 2017, linenumber = 147. Per software engineering log investigation, it was determined that pump error 63 was triggered in file h_drvpiezo.c, hw error problem with twi interface or with ad5161 chip. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture or damage was found on electronic assembly. Problem isolated to electronic assemblies. Cosmetic damages were found on the pump, this includes: scratched case, battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. In conclusion, the unit came in with pump error 63 due to a defective chip. Problem isolated to electronic assembly. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.